Manufacturer narrative:
No RMA has been initiated for this issue. Model trex28rf serial number (B)(4) is approximately 2 years 2 months old. User manual part number 1110546 rev e (jun-09). It is unknown if the consumer has fully read and understands the user manual. The following warning is provided on page 2: "wheelchair users: do not service or operate this equipment without first reading and understanding (1) the owner's operator and maintenance manual and (2) the seating system's manual (if applicable). If you are unable to understand the warnings, cautions, and instructions, contact invacare technical support before attempting to service or operate this equipment - otherwise injury or damage may result." The consumers medical condition, stability and medication regimen are unknown. The consumers (B)(6). It is unknown if the consumer was wearing the seat positioning strap. The following warning may have prevented the fall and is provided on page 7: "always wear your seat positioning strap. Inasmuch as the seat positioning strap is an option on this wheelchair (you may order with or without the seat positioning strap), invacare strongly recommends ordering the seat positioning strap as an additional safeguard for the wheelchair user. The seat positioning strap is a positioning belt only. It is not designed for use as a safety device withstanding high stress loads such as auto or aircraft safety belts. If signs of wear appear, belt must be replaced immediately."

Event description:
The consumer's son alleges the weld broke on the rear arm socket, causing the consumer to fall out of the chair. No details of the alleged injury are known at this time.